Manufacturer narrative:
Concomitant: product ID 37082-60, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 399945, lot# v155037, implanted: 2008-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins does not charge up all the way even if they charge 'for hours.'

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was seven years old and ¿getting weaker.¿ the patient stated that it ¿takes forever to power it up.¿ last october, the patient was due to have a change out, but had heart complications (an aorta gave out), and had to cancel the change out. The patient stated ¿they¿ told him not to have anything major for a year after his heart surgery. The patient stated he had an appointment with this healthcare professional (hcp) to talkabout a replacement, and hoped it would be replaced this october. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.